Event description:
Same case as MDR ID # 2134265-2013-05927. (B)(4). It was reported that post percutaneous coronary intervention, pci was done. On (B)(6) 2011 the subject presented due to silent ischemia which was diagnosed as stable angina and was referred for cardiac catheterization which revealed 2 target lesion. Target lesion #1 was a bifurcated lesion located in the distal right coronary artery (rca) with 74% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with direct placement using a 2.50 mm x 24 mm promus element stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo long lesion located in the proximal rca extending in to mid rca with 79% stenosis and was 28 mm long with a reference vessel diameter of 3.98 mm. Target lesion #2 was treated with direct stent placement using a 4.00 mm x 32 mm promus element stent. Following post dilatation, residual stenosis was 0%. Following post dilatation, residual stenosis was 0%. One day post procedure the subject was discharged on aspirin and clopidogrel. On (B)(6) 2011, the subject was hospitalized for percutaneous coronary intervention (pci).

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(6). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).